Event description:
Poley cath balloon did not completely deflate despite removing all fluid from balloon. Pt c/o pain on removal. Some resistance noted. Balloon had folded on itself to form a ridge. No pain or bleeding after removal.